Event description:
In 7/01, rptr placed an order for plastic cartridges and batteries, two weeks prior to going on vacation. They received glass cartridges and no batteries. When they called to inquire about the order, they were told the batteries were back ordered. This wasn't mentioned when rptr placed the order. They also asked about the glass cartridges. They were told since they had already opened the box, they were not returnable. Rptr asked to speak to the person who placed the order. They were told she no longer worked in that particular department. Rptr was offered no other recourse. This was not rptr's error. Rptr works in an or. They consider glass cartridges a hazard. They proceeded to go on vacation with the six batteries that they had previous to placing the order. That week rptr's h-tron failed to prime or bolus. Rptr put the backup pump on, only to find out that none of the six batteries worked. Rptr was able to use the batteries from the original pump. But they now had no spares. The co did deliver the batteries the following day. Rptr was also issued a new h-tron that fall. Because the pump was unfixable and still under warranty. On the event date, rptr went to bed at 9:30pm with a blood sugar of 112mg/dl. They awoke 6am with a blood sugar of 323 mg/dl. Rptr bolused the appropriate amount one hr and a half later, rptr was in dka. The pump never alarmed, the site was not occluded. There was no dye in the line and the cartridge was new. Rptr was in the ER soon thereafter. Four days later rptr was at work (16 hr shift). Their blood sugar was in normal range the entire day until 4pm. It was over 500mg/dl. Rptr immediately injected with a syringe the appropriate amount of insulin after checking the site and pump. Once again the site and pump seemed okay. Rptr called the co and asked to document this. Rptr also relayed the previous incident to the rep. Rptr started intravenous fluid and continued once a day blood sugars until they were in normal range. With each incident, rptr changed the site and insulin. However, rptr didn't believe this to be the problem. Rptr arrived home that evening and put backup pump on. This is when rptr discovered that none of the ten batteries with an expiration date of 2003, were working. Rptr called the technical support rep that evening. They simply told rptr there was nothing they could do. Rptr remained awake for the entire twenty-four hrs, so they could test and inject themself every two hrs. Rptr called the co that morning. They were told the loaner pump wouldn't arrive for another twenty-four hrs. Rep arrived at rptr's home at 3pm. They gave rptr two new batteries and offered rptr their own insulin pump which rptr declined. Rptr was no longer comfortable with either of their pumps and they wanted a technical inspection on both. Rptr checked the ten batteries at rptr's home. They found none of them to work. In speaking to her several days later, she told rptr she was able to get a few of the batteries to work. Rptr believes the voltage in the batteries becomes so low that it can trigger no alarms and the pump stops functioning and as suddenly as it stops, it starts again, all without warning. Rptr had another incident with the loaner pump two weeks later. Three episodes of diabetic ketoacidosis due to malfunctioning equipment is unacceptable. Rptr have lived with this disease for almost their entire life. Rptr is well controlled. This was not mismanagement on rptr's part. Rptr feels co's lack of response reflects their lack of concern. Rptr understands from several members of co. The co has been well aware of the battery issue for some time. This is something, rptr never suspected. Nor does rptr think, most of those who use their products are even aware of the situation.